Event description:
It was reported that the ilet device¿s screen was cracked and the left side of the touchscreen was unresponsive, as corroborated by a photo provided by the user, and a replacement was arranged with return instructions explained. Symptoms included no reported adverse health effects. Outcomes included no interruption in therapy reported and no medical intervention required. Investigation included user interview and review of user-provided imagery. Investigation of this case revealed physical damage to the display and touch interface consistent with external impact, with no evidence of internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Initial.